Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: implantable cardioverter defibrillator (ICD) implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and no capture. It was reported that the patient experienced bradycardia, bradycardia-mediated ventricular ectopy including one episode of rapid polymorphic ventricular tachycardia. It was also noted that the right atrial (ra) lead and right ventricular (rv) lead exhibited rising pacing thresholds. The leads were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that oversensing episodes were noted on the ra and rv leads. High rv thresholds were observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that since reprogramming the thresholds on the ra and rv leads have continued to rise.